Event description:
It was reported, "bi-lateral blockers came loose at s1 and rods pulled out.

Manufacturer narrative:
Product is not available at this time, revision surgery is expected. Additional information has been requested and if received will be supplied on a supplemental.